Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no insulin delivery alarm. The customer¿s blood glucose level was 29.4 mmol/l at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump failed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly.